Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Evaluation results/ conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
It was reported that the trailing haptic of aa4204vf was seared off as the lens entered the eye. The surgeon was concerned the lens wasn't stable so he cut and removed it and replaced with another same model lens. There was no patient injury.

Manufacturer narrative:
Visual inspection of the returned lens showed the lens was split in half and a haptic was torn off with the optic and missing. There was a clear surgical residue on the lens. (B)(4).